Event description:
The hospital reported that three quarters into an endoscopic vein harvesting procedure, the short port blunt tip trocar "btt" balloon burst. The balloon was not filled with more than the IFU recommended 20cc of air and the harvester stated that there was nothing different noticed than other procedures. There was no missing piece on the balloon and there was no retrieval from the pt required. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review cannot be performed because the lot number was not provided by the hospital.